Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was getinge technician. The correction of h4 manufacture and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2012-10-10. Corrected h4 manufacture date: 2013-05-14. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our examination lights ¿ lucea 40. It was stated and also confirmed by photographic evidence that the spring arm cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off during examination may lead to potential infection of the patient. Missing part cap spring arm blue 30 new ral9016 (ard569010102) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. As stated by subject matter expert at maquet sas, the most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a readjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manual for lucea 10/40 (0170201 1k) on page 10 mentions to check the fixing of all caps. The cap must be reinstalled during installation or after the maintenance procedure. Maquet sas strongly advises to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. (Blue 30 / lucea 40-50 : ard569010102) getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. It was stated and also confirmed by photographic evidence that the spring arm cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off during examination may lead to potential infection of the patient.